Manufacturer narrative:
A titan touch pump and two cylinders were received for analysis. No functional abnormalities were noted with the pump. The information received indicated the device was malfunctioning, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported.

Event description:
According to the available information, the patient underwent a cystoscopy for evaluation of hematuria and flank pain (normal bladder, no stones). The patient was admitted for malfunctioning penile prosthesis, and exchange of the prosthesis.